Event description:
A user facility registered nurse (rn) reported that an external dialyzer leak occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and the treatment was immediately cancelled. Blood leak test strips were not used. The location of where the blood leaked was identified on the bottom edge of the dialyzer. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. The treatment was halted and the patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and the treatment was immediately cancelled. Blood leak test strips were not used. The location of where the blood leaked was identified on the bottom edge of the dialyzer. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. The treatment was halted and the patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and the treatment was immediately cancelled. Blood leak test strips were not used. The location of where the blood leaked was identified on the bottom edge of the dialyzer. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. The treatment was halted and the patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for manufacturer evaluation.